Event description:
Nellcor puritan bennett received a call from a representative of facility on 11/22/1999. Facility called to report the following problem: all leds on with constant single tone alarm. Found during bench testing.